Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased threshold measurements up to 7 volts and sensing measurements had decreased. It was noted that impedance measurements were normal. The patient has a good underlying rhythm; therefore, the physician programmed her sub-threshold. A micro-dislodgement is suspected and a revision procedure will be scheduled in the near future. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate this lead remains implanted. If additional information is received, this report will be updated.

Event description:
Additional information indicated a dislodgement was confirmed. A revision procedure was performed and the rv lead was successfully repositioned. No adverse patient effects were reported.